Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an error 32101 occurred on universal surgical manipulator (usm) 1 of the patient cart. The customer recovered from the system fault, but the fault reoccurred later. The customer disabled the usm and completed the procedure without usm 1. The technical service engineer (tse) guided the customer to hard power cycle the system with the emergency power off (epo) on the patient side cart (psc) but the fault could not be recovered. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system's functionality was checked upon powering up the system with no errors. The procedure was completed using the same da vinci surgical system.

Manufacturer narrative:
Based on the claim against the product by the customer noting an error message/fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reported error 32101 during start-up. The fse swapped the universal surgical manipulator (usm) 1 and usm 4 but the error was still present. The fse ultimately replaced usm 1 with a new usm. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. However, the failure analysis of the usm is still in progress. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. The usm was analyzed, and the reported failure could not be replicated. The unit was tested on an in-house system and passed normal mode. The system did not trigger error 32101 on the axes controller arm (aca) board but the error was confirmed via the error log. The unit was checked for fluid intrusion and there were no issues found. The unit passed all other tests that were performed. The complaint regarding an error message/fault was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported errors cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the usm found no errors when installed on a test system. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h10/h11 for follow-up information.